Manufacturer narrative:
(B)(4).

Event description:
Customer reported "this morning we had a ra needle break off in a patient". The physician was able to retrieve the needle. The product was disposed of because of the blood on it. There was no patient injury. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The first photo showed the complaint form and second photo revealed the separated needle cannula and hub. The complaint was able to be confirmed by the second photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The customer report of arterial needle cannula and hub separation was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported "this morning we had a ra needle break off in a patient". The physician was able to retrieve the needle. The product was disposed of because of the blood on it. There was no patient injury. The patient's condition is reported as fine.